Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system exhibited atrial flutter which was being oversensed on the right ventricular (rv) channel. The patient is dependent on therapy. Subsequently, the device was explanted and replaced, and the rv lead was surgically abandoned and replaced with a pacemaker system. No additional adverse patient effects were reported.